Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently charging despite the attempt of multiple usb cables and wall adapters. There was no impact to the customer's blood glucose level. The pump was confirmed to be charging at the time of the call. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.